Event description:
Sorin group received a report that the ramp up function of sorin centrifugal pump did not activate when the level alarmed during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the ramp up function of the sorin centrifugal pump did not activate when the level alarmed during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.